Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, an effusion occurred after performing transseptal through a pfo with the catheter requiring a pericardiocentesis. No ablation had been performed however the effusion was seen via ultrasound. The patient is now stable. The physician believes the effusion was related to the transseptal puncture and does not allege that any abbott devices were the cause.